Event description:
The report indicated that a few minutes into perfusion, problems with the venous drainage and high pressure were noted by clinician. Clinician reported that the color of the blood was turning dark. The device was changed out with no pt injury. The device has not been returned for complaint analysis.